Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to the lung tissue during open left upper lobectomy, once the green button was pressed, there was no friction for firing and the knife did not advance. Both handle and reload were replaced to complete the case. There was no patient injury.